Event description:
A customer contacted beckman coulter (bec) reporting a leak at the baths of the coulter ac*t 8/10 analyzer. The volume of the leak was about half a cup and was not contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat at the time of the event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. The operator did not seek medical attention. No erroneous results were generated as a result of this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched on (B)(4) 2013 to evaluate the instrument. The fse found that the baths were overflowing because the baths drain line was clogged. The fse flushed the drain line for the baths and the clog was cleared. The instrument ran without any leaks. The repairs were verified per established procedures. Failure mode: the cause of the leak was a clog in the baths drain line. Per labeling, beckman coulter urges its customers to comply with all national health and safety standards such as the use of barrier protection. This may include, but is not limited to, wearing protective eye wear, gloves, and suitable laboratory attire when operating or maintaining this instrument or any other automated laboratory analyzer. (B)(4).